Event description:
The facility reported that when a bathing procedure had been completed, the lift was swung over the side of the bath. During this maneuver, the seat became detached from the lift, causing the patient and the seat to fall approximately 3 feet to the floor. The patient was treated for shock. There were no physical injuries.

Manufacturer narrative:
The lift was inspected and tested by an arjo investigator who found the lift in fair condition. However, the jib pick-up hook was badly bent enough to remove the chair, bypassing the safety catch without opening the safety catch. The condition of the jib pick-up hook was brought to the attention of the facility prior to this reported incident. The lift was tested and performed to specifications. No other faults were reported. Based on the information received, the manufacturer has determined this incident occurred as a result of the condition of the jib pick-up hook. Maneuvering the patient was probably done by pulling on the chair, which put stress on the jib pick-up hook and bent it. The operating instructions indicate this operation should have been completed by holding onto the jib/lift arm, not the patient, chair or leg rest. The manufacturer has concluded the cause is user error. The manufacturer recommends the facility retrains staff on the operating and product care instructions. The damaged the jib pick-up hook assembly was replaced.